Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, d4 (serial number should be empty), h6 medical device problem code no decon or visual inspection performed since product was not returned and could not be evaluated. (B)(6), an ICU rn, requested assistance with a fo balloon catheter. All waveforms and blood pressure indices were appropriate, and the pump was using fo as the ap source. However, the inner lumen could not flush or aspirate, indicating a possible thrombus. The recommendation was to cap and label the inner lumen as ¿do not use.¿ (B)(6) agreed to continue using the fo waveform and notify the physician. Product surveillance was collected, no patient harm occurred, and contact information was provided for further support. Based on the description, inner lumen occlusion due to thrombus formation, possibly related to inadequate flushing or prolonged stasis within the lumen. However, it is impossible to determine the root cause of the reported failures since the product was not returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that during use, the intra-aortic balloon (iab) would not flush or aspirate the inner lumen. No patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).

Event description:
It was reported that during use, the intra-aortic balloon (iab) would not flush or aspirate the inner lumen. No patient harm or injury.